Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("approximately ten weeks pregnant"), device breakage ("device breakage") and embedded device ("there was bulging in the anterior fundal aspers of the uterus caused by an embedded essure device.") In a 28-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy and ovarian cyst. Previously administered products included for an unreported indication: naprosyn. Concomitant products included paracetamol (tylenol) since (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with hydrocodone, paracetamol (acetaminophen), surgery (on (B)(6) 2012, bilateral salpingectomy (removal of fallopian tubes)), surgery (robotic assisted laparoscopic removal of essure device, diagnostic hysteroscopy including total hysterectomy including total hysterectomy and bilateral salpingectomy.), surgery and surgery (on (B)(6) 2012, bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, device breakage, embedded device, dysmenorrhoea, ovarian cyst, depression, anxiety and fatigue outcome was unknown and the uterine pain, dyspareunia and abdominal pain upper was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, ovarian cyst, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: essure implant date (B)(6) 2012 per pfs. Insertion details-the bipolar was then advanced through the second trocar sleeve and the patients left fallopian tube was identified and followed out to the fimbriae end with no essure device palpable in the left fallopian tube however an essure was palpable in the ampulla of the right fallopian tube. Essure noted to be implanted in the fundal myometrium of the uterus. Removal details-the right essure device was removed in its entirety without difficulty. The left essure device was dissected of the myometrium and it was taken in about 2 to 3 pieces. Irrigation was done. No evidence of any remaining essure parts was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion; in 2011: confirmed full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: approximately ten weeks pregnant . Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received: new event- "there was bulging in the anterior fundal aspers of the uterus caused by an embedded essure device" added. Reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("approximately ten weeks pregnant") and device breakage ("device breakage") in a 28-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: naprosyn. Concomitant products included paracetamol (tylenol) since (B)(6) 2012. In april 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hydrocodone, paracetamol (acetaminophen), surgery (on (B)(6) 2012, bilateral salpingectomy (removal of fallopian tubes)) and surgery. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, device breakage, dysmenorrhoea, ovarian cyst, depression, anxiety and fatigue outcome was unknown and the uterine pain, dyspareunia and abdominal pain upper was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, ovarian cyst, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: essure implant date (B)(6) 2012 per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion; in 2011: confirmed full occlusion of fallopian tubes ultrasound scan - on an unknown date: approximately ten weeks pregnant most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: migration of essure device, device breakage, perforation (fallopian tube(s) and stomach pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("approximately ten weeks pregnant"), device breakage ("device breakage") and embedded device ("there was bulging in the anterior fundal aspers of the uterus caused by an embedded essure device.") In a 28-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy and ovarian cyst. Previously administered products included for an unreported indication: naprosyn. Concomitant products included paracetamol (tylenol) since (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with hydrocodone, paracetamol (acetaminophen), surgery (on (B)(6) 2012, bilateral salpingectomy (removal of fallopian tubes)), surgery (robotic assisted laparoscopic removal of essure device, diagnostic hysteroscopy including total hyst), surgery and surgery (on (B)(6) 2012, bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, device breakage, embedded device, dysmenorrhoea, ovarian cyst, depression, anxiety and fatigue outcome was unknown and the uterine pain, dyspareunia and abdominal pain upper was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, ovarian cyst, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: essure implant date (B)(6) 2012 per pfs. Insertion details-the bipolar was then advanced through the second trocar sleeve and the patients left fallopian tube was identified and followed out to the fimbriae end with no essure device palpable in the left fallopian tube however an essure was palpable in the ampulla of the right fallopian tube. Essure noted to be implanted in the fundal myometrium of the uterus. Removal details-the right essure device was removed in its entirety without difficulty. The left essure device was dissected of the myometrium and it was taken in about 2 to 3 pieces. Irrigation was done. No evidence of any remaining essure parts was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion; in 2011: confirmed full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: approximately ten weeks pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("approximately ten weeks pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, abdominal pain lower, uterine pain, ovarian cyst, dyspareunia, depression, anxiety and fatigue outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, ovarian cyst, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure. The reporter commented: on (B)(6) 2012, she was admitted to the emergency room for severe pelvic pain. She underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirmed full occlusion of fallopian tubes. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.